Event description:
It was reported that during an unknown procedure the first device jammed. A second device was pulled and the same thing occurred. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Anvil, closure trigger top. The analysis results found that one (B)(4) device was returned with the anvil bent upwards and with a white cartridge reload present. The reload was received fully fired. The clamping mechanism was noted to be damaged; therefore no functional test was performed. The damage to the anvil is consistent with the device being clamped over an excess of tissue causing the anvil to bent upwards and for the firing mechanism to fail. The device was disassembled to verify the internal components and the closure trigger top was noted to be damage. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This will result in damage to the closure trigger top component if the applied load is high enough. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.